Event description:
One of the ports on the balloon was leaking, making it unusable to dilate/flare a placed stent. The device was removed from service, and there was no harm to the patient. Another balloon just like it was used to successfully complete the procedure.